Manufacturer narrative:
(B)(4).

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported there was a delayed healing at the patient's lead incision site. Surgical intervention may be pending to address the issue.